Event description:
It was reported that the device was used during a wedge resection. The device was fired successfully twice. On the third firing, the staples malformed. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.